Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. This report is being filed on an international device; tecnis 1-piece iol, model gcb00 that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that debris was found on the intraocular lens (iol) which looked like a long slender flake about 1mm in length. The debris was not solid like plastic but more like something dried up. The debris was removed with irrigation/aspiration (ia). The debris disintegrated with I/a and was seen when the iol unfolded. It disintegrated when the surgeon completed the case with I/a which is standard procedure at the end of the cataract procedure to remove any remaining ovd (ophthalmic viscosurgical device) left in the eye from the case. There was no treatment given for this and there was no adverse event or patient issues caused by it. Patient had recovered. No other information provided.